Manufacturer narrative:
The device history record was reviewed, and the shop orders indicate that product and specification requirements were met with no non-conforming product identified relating to this customer report. One sample was received from the customer. The sample consisted of one 6 ml luer lock syringe with a purple 21 g needle attached and an empty blister package labeled with lot no. 819054x. The needle was not separated from the syringe as described in the complaint. The technician tightened the needle on the luer as described in the instructions for use listed on the corrugated unit box and the needle was found to securely fasten to the syringe. The condition as reported by the customer was not able to be confirmed as the syringe and needle were fastened together as intended when the sample was tested. The most likely root cause was that the needle came off the syringe sometime after manufacturing prior to reaching the customer. This does not appear to be a deficiency of either the needle or the luer lock syringe as they were able to be securely fastened.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation.  If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported the 21g needle was not attached to the 6ml syringe inside the peel pouch. When opening for a case in the or the clinician opened the peel pouch and removed the syringe and didn¿t realize the needle wasn¿t attached. The packaging was then thrown away with the needle inside. The customer further stated the hub was not attached to the syringe.